Event description:
It was reported that (1) device was used during an unk procedure, it was reported by the affiliate that the tsb45 instrument firing lever was hard to return and anvil would not open. The anvil then opened after rotating knob and twisting. There was no problems with the cutting and stapling. The case was completed. There was no consequence to the pt. The device was discarded.